Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after the first deployment of the capio device, the suture broke on the patient's right side and was left on the capio device. Reportedly, the suture was pulled back and free tensioned along the capio handle during the deployment. The procedure was completed with another uphold lite with capio slim. There was no impact or consequence to the patient as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A2: the exact age of the patient is unknown. However, it was reported the patient was over 18 years. F10 and h6: problem code 2907 captures the reportable event of dart detachment. H10: an examination of the returned capio slim suture capturing device and mesh assembly was performed. No damage was noted to the capio slim suture capturing device. Regarding the mesh assembly, no damage was noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, no damage was noted; the dart and suture were intact. On the blue dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the complaint. The cage of the capio slim suture capturing device was removed; the portion of the detached suture containing the dart was not inside of the cage. The most probable cause for the dart detachment/suture broken issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase. No further escalation is required. Correction to manufacturing site. Although the current manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: freudenberg medical 2301 centennial boulevard jefferson in, 47130 USA.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after the first deployment of the capio device, the suture broke on the patient's right side and was left on the capio device. Reportedly, the suture was pulled back and free tensioned along the capio handle during the deployment. The procedure was completed with another uphold lite with capio slim. There was no impact or consequence to the patient as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.